Event description:
Pt's parent called lfs in 2002 regarding their one touch basic enhanced meter. The pt's parent alleged that the meter was reading inaccurately low. Although, the pt's parent does not feel that the meter has caused the pt any physical harm. In the morning in 2002, the pt was feeling light-headed and nauseous. The pt had gotten a "low blood glucose reading" (reading unknown) and had taken their 2 pills of glucotrol (set amount). Around 2 pm, "pt was not feeling any better" and so the pt's parent told them to test their blood glucose. Pt got a result of "48". Pt was tested on their parents meter with a result of 213 mg/dl. Pt was also tested on their friend's meter with a result of 448 mg/dl. The pt's parent then called the pt's doctor who advised them to be taken to the emergency room. At the ER, the ER meter read 413 mg/dl and "pt was given several insulin shots". Pt was kept there for 5 hours. They came home and the pt's parent called lfs regarding the meter. The pt has not used the meter since that afternoon. A replacement meter was sent. The pt has been using the pt's parent meter in the meantime. While troubleshooting during the initial call by the pt's parent, it was discovered that the meter was set in the wrong unit of measurement (mmol/l). The meter was also being cleaned with alcohol wipes which can affect the accuracy of the results. The pt's diabetes oral medication remains the same after the incident.